Event description:
On (B)(6) 2012 the lay user/reporter in (B)(6), the patient's daughter, contacted lifescan to report the one touch ultra2 meter would not power on. On (B)(4) 2012 the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient reported that since (B)(6) 2011, the reported meter would not power on; she was unable to obtain a blood glucose reading. During this time period, the patient took her usual meals and her usual dose of "rapid" insulin 5.25 units and lantus insulin 5.25 units per day. The patient did not have a backup meter to use; she had her blood glucose levels tested at her physician's office or at the laboratory. On (B)(6) 2012 at 12:00 midnight, the patient experienced the symptoms of sweating and she fainted. At 12:10 am, the patient was revived by her daughter, and she was treated by consuming yogurt and sugar, and felt better afterwards. The patient did not seek any medical attention. The patient visited her physician the next day, but received no treatment. The patient had not attempted to test her blood glucose level while symptomatic, as she was aware the meter would not power on. Earlier on the day of this event, prior to the onset of symptoms, the patient had eaten her usual meals, and had taken her usual doses of insulin. The patient also reported that on an unspecified date in (B)(6) 2011, the patient experienced the symptoms of loss of consciousness, sweating, and she felt her blood glucose level was high. While symptomatic, the patient obtained the blood glucose reading of 550 mg/dl on the reported meter. Emergency services were contacted. Paramedics arrived and tested the patient's blood glucose level, result not provided, and administered treatment of 15 units insulin. Although the patient's symptoms were not usual symptoms of hyperglycemia, the meter reading correlated with the treatment. Troubleshooting revealed the patient's test strips were correct, and the patient had replaced the battery as recommended by the manufacturer. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter power issue, and she received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). The 510k#: k053529.